Event description:
Tech alleged that the bed had a loss of function.

Manufacturer narrative:
Tech found the transformer and bridge rectifier wires melted to the battery. Tech replaced the transformer, battery and the bridge rectifier to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.